Event description:
Patient on phenylephrine IV drip. IV pump 1187417 had e321 malfunction code- interupting medication administration. IV pump taken out of service for biomed to evaluate.

Event description:
Patient on phenylephrine IV drip. IV pump (B) (6) had e321 malfunction code- interupting medication administration. IV pump taken out of service for biomed to evaluate.